Event description:
A nurse reported that a pt experienced an exacerbation of chronic hypervolemia and scrotal edema on (B)(6) 2014 due to chronic inadequate dialysis. This nurse stated that the pt did not experience a hernia. On an unk date after being admitted, the pt's treatment modality was changed from peritoneal dialysis to hemodialysis. On an unk date in (B)(6) 2015 the pt was discharged from the hosp. There was no reportable device malfunction. As of (B)(6) 2015 the pt continues in-center hemodialysis therapy without any further issues, and the pt's complaint of hypervolemia and scrotal adema have resolved with adequate hemodialysis.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt med records and treatment data info regarding the reported event. A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.